Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. The device was inflated several times in the calcified lesion. After checking the imaging, the device was delivered again. However, during dilation of the lesion, the balloon ruptured. The procedure was completed with a wolverine device. There were no patient injuries reported.